Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height refrigerator was off the bus. A technical support specialist shut down both the pyxis main unit and the refrigerator. The fse powered on the refrigerator first and allowed it to fully initialize. Once the refrigerator was fully operational, they powered on the pyxis main. The system successfully recovered. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator half height fridge was off on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.